Manufacturer narrative:
The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached elective replacement indicator phase too early. There was noise observed which was typical emi. There was no report of adverse consequences for the patient.

Manufacturer narrative:
Patient was in good condition after the replacement procedure.